Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Off-label use of transport media. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false negative sars results for one patient. Confirmed by pcr. M4 media was used (off label use). Additional information was not provided.